Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3550-39, lot# n360530, implanted: (B)(6) 2012. Product type: accessory: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient lost stimulation in his lower leg and foot. It was confirmed via x-ray that the leads migrated cephalad and the leads were pulled back down to their original location and were re-anchored. The patient was programmed immediately following the procedure and received therapy again in the desired areas.

Event description:
It was reported that the lead revision occurred during normal use. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.